Manufacturer narrative:
This event was due to not following MRI safety standards by bringing a non mr compatible wheelchair into the mr examination room. It is known that no magnetic materials should be brought into the examination room. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
Philips received a report that an mr technician was injured. When the mr examination was completed, a mr technician and the patient´s wife came in the examination room with a wheel chair to help remove the patient. The wheel chair was attracted to the magnet. The patient did not get injured but the mr technician tried to remove the chair with two hands and one of them became trapped whereby two fingers got injured. The injuries require surgical intervention; one of the fingers had a broken middle phalanx and the second suffered a dislocation.